Event description:
It was reported that the user experienced a scan error when attempting to connect a freestyle libre 3 plus sensor to the ilet, with repeated unsuccessful scans despite step-by-step guidance and a recommendation to restart the phone, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.